Event description:
It was reported that patient underwent left total hip arthroplasty and reports patient allegations of elevated metal ion levels. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00187 / 00189).